Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Concomitant product: serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the MFR date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).

Event description:
It was reported a physician performed a novasure endometrial ablation on (B)(6) 2014. The novasure disposable device used in this procedure was opened in a previous case, but not utilized. The physician reportedly "ran it through sterrad to re-sterilize". The physician performed a hysteroscopy post procedure and visualized "array particles floating in the cavity." The particles were removed with graspers and the patient was discharged home.